Event description:
A patient was being referred for a revision surgery due to an unknown reason. After follow-up, it was determined that the patient was being referred for replacement surgery due to the patient experiencing an increase in seizures with vns. The patient's neurologist stated that he had an increase in seizures that the patient believed was due to vns. The physician referred the patient to an explant surgery because he believed it was in the best interest of the patient to do so. A review of the available programming history for the patient was performed and verified proper device functionality and showed that the patient had previously been programmed to therapeutic levels at one time. There was no indication of a device malfunction in the programming data. No known surgical intervention has occurred to date.